Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replace power slot interface board. A precautionary preventive maintenance (pm) was performed and multiple parts were replaced as part of pm. Ran all the tests in accordance to the manufacturer's specifications and all are within range. The failure analysis and testing department received the following parts associated with this complaint part number 0997-00-1189 serial number n/a assy unshielded pwr slot interface part number 0997-00-0596 serial number n/a tether assembly. These parts were received with a reported unit failure of battery slot 1 fail to charge and recognize battery pack. The failure analysis and testing department performed a visual inspection of all parts received and found that part number 0997-00-1189 serial number n/a assy unshielded pwr slot interface is in a good condition but part number 0997-00-0596 serial number n/a tether assembly is broken. The failure analysis and testing department installed part number 0997-00-1189 serial number n/a assy unshielded power slot board interface in the cardiosave test fixture. The failure analysis and testing department tested the part to factory specifications in accordance with cardiosave service manual. The failure analysis and testing department verified the failure experienced by the customer. The unit was not charging the battery in power slot 1. Due to the broken tether, the fat dept. Cannot install and investigate any further. Retaining the board (unshielded) in the fat dept. Per procedure. Retaining the tether assembly in the fat dept. Per procedure.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has false battery error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.